Event description:
During troubleshooting for an unrelated alarm on a homechoice (hc) machine, it was reported that the patient had been in the hospital for a month for congestive heart failure and kidney failure. During follow up, the caregiver (cg) stated that the hospitalization was for congestive heart failure was prior to starting peritoneal dialysis (pd) therapy. While in the hospital, the patient was diagnosed with end stage renal disease. The cg stated that the congestive heart failure has not worsened since starting pd therapy. The treatment received by the patient while in the hospital and the cause of the congestive heart failure were not reported. The patient had been discharged from the hospital at the time fo the report. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of device history and service history was performed. There were no failures/problems identified that were the same as, or similar to, the reported event. The cause of the event could not be determined. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The exact date of hospitalization was not known but it was reported that it occurred sometime during (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.